Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an a33 alarm occured on the insulin pump. The customer's blood glucose level is normal mg/gl., did not require medical treatment. No further details given.